Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Photo: received six (6) photo samples. All photo sample showcase an overview of drainage bag with an inlet tube, sample port connector, syringe and catheter. Visual: received one (1) used drainage bag with an inlet tube, sample port connector, syringe and catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjw3472. Urine lumen filled with water and no flow observed. Urine lumen filled with mbs using in-house syringe and blockage present. This is out of specification per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube. Risk review, labeling review, and DHR review are not required as CAPA 11881143 is applicable for this product lot number. Refer to CAPA 11881143 for details. Based on the investigation results no additional action is required at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction. Per follow up information received via ibc on 31jul2025, stated that the after the catheter was placed, there was no urine outflow. Even after removing it and blowing air into the catheter tip, no air entered, and patient involvement was unknown.